Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that during training an alert 42 occurred indicating a motor current sense failure on the ilet while the user awaited dexcom g7 connection; the user was advised to restart the ilet, and the event is characterized as a device mechanical problem involving the motor and resulting in failure to infuse. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified with the device, specifically an insulation-related issue and component-level failure affecting the motor that led to failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure and manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.